Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included full functionality testing resulting without duplicating the malfunction. Review of the device log observed no evidence to support customer's complaint. The review of the device log observed no evidence to support customer's complaint. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's impedance test failed. Complainant indicated that there was no patient involvement in the reported malfunction.